Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son had experienced hypoglycemia as well as hyperglycemia. The customer's blood glucose level was 52 mg/dl and 401 mg/dl. The customer was assisted in troubleshooting for low blood glucose level. The customer was not alleging that the insulin pump was over delivering. He was treated with food for low blood glucose. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.